Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a lesion. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. It was reported that the shaft of the balloon kinked on trying to advance the balloon in a 6 fr guide catheter with 2 wires and a second uninflated balloon in place. Due to the kink, advancement of the balloon was stopped and during retraction the shaft broke in two. The break occurred outside the guide catheter so both parts could be removed without intervention. The procedure was completed using new balloons, no adverse event, successful procedure.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 29.8cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 1.5cm distal and proximal to the detachment site. If information is provided in the future, a supplemental report will be issued.